Event description:
It was observed during the device inspection, that the subject device exhibited resin part of the image guided hose/ connecting tube has fallen off. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, resin part of the image guided (ig) tube fell off, could not be identified. Since the condition of the subject device could not be thoroughly checked during the investigation, could not surmise a cause. Root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: we checked the instruction manual and found that it had descriptions related to the phenomena.¿ olympus will continue to monitor the field performance for this device.